Event description:
Complainant alleged that during biomed testing the device's pacer output was obtaining inconsistent readings. When set at 60 ma, the device was reading at 65 to 68 ma. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when the investigation is completed.